Event description:
Customer reports: after applying the device to the patient it came out after 4 days, I have the contaminated material. It is evident in the tip there is water outlet of the balloon apparently by the assembly of the probe and the balloon. At the time of the application the balloon was filled with 5cc of sterile water. Per additional information received on 6/16/2023, the balloon did leak, then burst and came out. The balloon was exchanged for another one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. Six digital images and a video were provided for evaluation. The reported issue was confirmed; a leak is observed (at the bottom of the tube). The component is produced by external supplier and the assembly process consists of a pick and place operation at the cardinal health facility. The root cause for the condition was requested from the manufacturer and will be documented through the supplier notification and response form. There is no additional inspection on the line to detect the reported condition. We are awaiting an action plan to be implement by the supplier for the corrective actions. The cardinal health facility will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
One device was received for investigation. The device was evaluated and the reported condition was observed. As previously stated, the affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.